Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 mg/dl; cause was not known. Reportedly, customer attempted to self-treat via correction bolus via pump, however; paramedics were called and transported customer the emergency room (ER) where they were admitted to the hospital. Customer was treated intravenously with fluids of saline at the hospital. Customer was released with issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.